Manufacturer narrative:
Additional information was received on (B)(6) 2021. Replacement with mentor smooth round high profile 420cc saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 7, 2021. The explant date was clarified to be (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on october 14, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of separated material on the anterior view, measuring approximately 2.7cm x 2.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the missing material, measuring approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain/deflation. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis experienced spontaneous left sided deflation accompanied by pain procedure. The implant appeared to have gotten smaller and the deflation was eventually confirmed by the physician¿s office. As a result, an explant is planned for (B)(6) 2021.